Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as stomach pain, nausea and was unable to self-treat. Customer reported having contact with a healthcare professional who provided pain killers and administered intravenous drip for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on reader. No issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as stomach pain, nausea and was unable to self-treat. Customer reported having contact with a healthcare professional who provided pain killers and administered intravenous drip for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.